Event description:
The user facility reported a 63-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for left ventricle unloading. After the impella implant, it was difficult to stop the access site bleeding. Team held pressure for around one hour, tightened perclose sutures, added purse string sutures, maintained angle of insertion, and even attempted to advance blue suture rings into arteriotomy, but all unsuccessful with stopping groin bleeding. The impella was removed and replaced. Patient received six units of packed red blood cells for blood loss.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. Per the clinical information provided, the root cause of the access site bleeding was most likely due to anticoagulation management since the act levels were high and out the normal range.